Manufacturer narrative:
There has been no prod returned for eval. Therefore, no conclusion can be drawn.

Event description:
It was reported by attorney that the deceased had a bowel obstruction. Pt died in 2004. Primary cause of death listed a acute respiratory failure, secondary to ischemia due to intra-abdominal complications.